Event description:
It was reported that the tip of the intrument fractured. The fractured tip remained inside the nut and as a result, the system was removed to replace the nut. Patient outcome: no adverse effect reported as a result of this event.